Event description:
It was reported that an amia device experienced a low priority alarm 30166 (max air exceeded) alarm. This occurred during peritoneal dialysis therapy. Troubleshooting was unable to be performed. The technical service representative reviewed the alarm with the reporter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.